Event description:
Info received indicates when the brake/steer pedal is placed into the brake position the stretcher still rolls.

Manufacturer narrative:
The tech made an adjustment to all four brake casters to repair the stretcher.